Event description:
As reported, the window on the 6f exoseal vascular closure device (vcd) did not change into black, therefore the exoseal could not be placed, and manual compression application was necessary. There was no reported patient injury. The product was not kept, and therefore will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window on the 6f exoseal vascular closure device (vcd) did not change into black, therefore the exoseal could not be placed, and manual compression application was necessary. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of damage to the device or package. A 6f non-cordis sheath introducer was used, and the device was stored according to the instructions for use. The femoral artery's suitability was not verified by dsa, and there was no known stent near the puncture site. There was no closure of the puncture site within 30 days prior to the intervention, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device connected without difficulty to the introducer sheath, and an audible click was heard as the device connected. Pulsatile blood flow was observed, and the exoseal and sheath were retracted until bleed back slowed. The physician had their thumb placed on the deployment button during retraction, and the indicator window did not turn any red color. When the device was removed, the indicator wire loop was not showing. The product was not kept and therefore will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the window on the 6f exoseal vascular closure device (vcd) did not change into black, therefore the exoseal could not be placed, and manual compression application was necessary. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of damage to the device or package. A non-cordis sheath introducer was used, and the device was stored according to the instructions for use. The femoral artery's suitability was not verified by dsa, and there was no known stent near the puncture site. There was no closure of the puncture site within 30 days prior to the intervention, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device connected without difficulty to the introducer sheath, and an audible click was heard as the device connected. Pulsatile blood flow was observed, and the exoseal and sheath were retracted until bleed back slowed. The physician had their thumb placed on the deployment button during retraction, and the indicator window did not turn any red color. When the device was removed, the indicator wire loop was not showing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed and the cause for the reported event could not be determined. Handling factors are a possible cause since it was reported that the user had their thumb on the deployment button during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.